Event description:
The patient was implanted with a left ventricular assist device (lvad) it was reported by the vad coordinator that a red heart alarm was suspected. A log fie was sent into the manufacturer for review. The log file was sent into the manufacturer for review. The log file was sent into the manufacturer which did not show any areas of significant damage. The system controller was exchanged and a red heart alarm was experienced again. The manufacturer's technical service representative performed a continuity test which did not show any broken wires. An external percutaneous lead distal end replacement as close to the exit site as possible was performed according to procedure. The patient was connected back to the patient cable and had no alarms until he tried to put on his shirt, then experienced a pump disconnect alarm. An internal issue is suspected. An underground patient cable was requested and shipped to the hospital so patient could go home.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.